Manufacturer narrative:
(B)(4). Insulin pump received with no button response on the down arrow button due to moisture damage on keypad traces. Unable to perform displacement test and self test due to unresponsive keypad.

Event description:
Information received by medtronic indicated that the down arrow key it does not do anything and center button also not working. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was no response from a button. Customer stated pressing menu button takes them to the menu screen. Customer stated using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states an alarm was in progress at the time the button was unresponsive. Customer reported that the button was not unresponsive during an easy bolus attempt. Customer stated the buttons were responding. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.